Event description:
On (B)(6) 2012, the surgeon performed a right si joint arthrodesis utilizing three ifuse implants. Post operatively the patient complained of leg pain on the operative side. The pain radiated to the foot. The patient had no documented numbness or weakness on examination. The patient's pain complaints continued to worsen over the next several days. A CT scan was performed and it showed that the third implant was broaching the s1 foramen. On (B)(6) 2012, the surgeon performed a revision surgery to remove the third implant (7 x 45mm) and replaced it with a new implant (7 x 35). No additional graft material was placed. The direction/trajectory of the implant was not changed. The implant was removed without difficulty. The new implant, per the surgeon, fit quite tightly. Immediately after surgery the patient stated that her leg pain was gone. The patient demonstrated transient radicular pain but had no neurologic deficits. After revision, the patient had complete relief of her radicular pain symptoms. The patient has no ongoing motor or sensory deficits. This revision was performed because the third implant was placed too medically.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificate of conformance and fmea, the most probable root cause is malposition of the implant.